Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a wearable failure occurred. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.